Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pancreato-splenectomy procedure, the device was able to fire but there was poor staple for mation resulting to an oozing bleeding. In addition the reload began wiggling back and forth a cm in both direction while firing. To resolve the issue the surgeon used clip over the minimal oozing that occurred.